Event description:
The pump was returned for investigation. Investigation revealed that the force sensor flex pins were partially dislodged from the pcb socket. Unrelated to this event, investigation revealed a discolored/faded display screen. This report is made based on results of investigation completed on (B)(6) /2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: evaluation revealed that the black box showed loss of prime warnings with force equals zero. The pump lost prime during the step. Investigation revealed that the force sensor flex pins were partially dislodged from the pcb socket. Unrelated to this event, investigation revealed a discolored/faded display screen.